Event description:
It was reported coupling and or communication issue. An implantable neuro stimulator (ins) overdischarge was suspected. Patient indicated it had been 3-4 months since implant was charged. Patient first had a non rechargeable implant in (B)(6) 2009. The patient indicated he fell on ins and it pushed ins "deep in body." Patient stated his hcp at that time decided he needed a pocket revision and moved ins location and implanted a rechargeable device. The patient indicated he did not want a rechargeable implant and wanted his previous non-rechargeable device. Patient questioned hcp whom indicated he had to due to his health condition. Patient noted he had a new hcp and had an appointment later this month. At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).